Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. It was also reported that the customer had an unspecified cartridge issue. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Reportedly, customer changed pump supplies and resumed insulin delivery.